Manufacturer narrative:
Event: according to the information received in the phase 2 discovery form, the patient states that they received an ivc filter due to pulmonary embolism. The patient also states that post implantation they have a fractured posterior leg of the ivc filter. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the ivc filter for pulmonary embolism with a preoperative history of blood clots. Utilizing ultrasound and fluoroscopy for guidance the trapease filter was delivered into the inferior vena cava below the level of the renal veins. The filter was delivered uneventfully and was in good position. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. Approximately eleven days post implant, the patient was seen by physician for persistent pain in right upper leg radiating down the leg as well as into the right buttock. However, physical exam and ultrasound revealed no hematoma, pseudoaneurysm, or other abnormal findings to explain the patient¿s discomfort. Per the patient profile from (ppf), the patient reports fractured filter, perforation of filter struts outside the ivc and the device is unable to be retrieved. Approximately one year and five months later, the patient also reports to have suffered from blood clots, clotting, and/or occlusion of the ivc, and having a blood clot to heart that cause a stroke. There is no known attempt to remove the filter. The patient states to have fractured posterior filter struts retained in their body. The patient reports to have pain and suffering as well as stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A stroke is caused by either a hemorrhagic or embolic event. Without the patient¿s history it is not possible to determine what may have contributed to the stroke. Atrial fibrillation is an arrythmia of the heart that is known to cause strokes by a clot embolizing from the heart. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Without images or procedural films for review, the reported filter perforation and fracture could not be confirmed, and the exact causes could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review the reported filter fracture could not be confirmed, nor is it possible to draw a conclusion as to what may have contributed to the reported events. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter with a preoperative history of blood clots. Utilizing ultrasound and fluoroscopy for guidance the trapease filter was delivered into the inferior vena cava below the level of the renal veins. The filter was delivered uneventfully and was in good position. The patient tolerated the procedure well. Approximately eleven days post implantation the patient was seen by physician for persistent pain in right upper leg radiaing down the leg as well as into the right buttock. However, physicial exam and ultrasound revealed no hematoma, pseudoaneurysm, or other abnormal findings to explain the patient¿s discomfort. According to the information received in the patient profile from (ppf), approximately on or about two years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have fractured filter, perforation of filter struts outside the ivc and the device is unable to be retrieved. Approximately one year and five months later, the patient also reports to have suffered from blood clots, clotting, and/or occlusion of the ivc, and having a blood clot to heart that cause a stroke. There is no known attempt to remove the filter. The patient states to have fractured filter struts retained in their body. The patient reports to have pain and suffering as well as stress and anxiety due to fractured filter stuck inside their body. The patient states that they used to be very active and now they cannot do most things they used to. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter fractured, perforated with filter struts outside the inferior vena cava (ivc). The patient has also reported to have experienced blood clots, clotting and/or occlusion of the ivc and a blood clot to the heart that caused a stroke. The patient also reports to have pain and suffering as well as stress and anxiety due to fractured filter stuck inside their body and that they used to be very active and now they cannot do most things they used to. According to the medical records the the indication for the filter implant was a history of blood clots. Utilizing ultrasound and fluoroscopy for guidance the trapease filter was delivered into the inferior vena cava below the level of the renal veins. The filter was delivered uneventfully and was in good position. The patient tolerated the procedure well. Approximately eleven days post implantation the patient was seen by physician for persistent pain in right upper leg radiating down the leg as well as into the right buttock. However, physical exam and ultrasound revealed no hematoma, pseudoaneurysm, or other abnormal findings to explain the patient¿s discomfort. Approximately two years and eleven months post implant of the ivc filter the patient became aware of the alleged events and reports to have fractured filter, perforation of filter struts outside the ivc and the device is unable to be retrieved. However, there has been no attempt made to retrieve the filter. Approximately one year and five months later, the patient reported to have experienced blood clots, clotting, and/or occlusion of the ivc, and having a blood clot to heart that cause a stroke. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A stroke is caused by either a hemorrhagic or embolic event. Without the patient¿s history it is not possible to determine what may have contributed to the stroke. Atrial fibrillation is an arrythmia of the heart that is known to cause strokes by a clot embolizing from the heart. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Without images or procedural films for review, the reported filter perforation and fracture could not be confirmed, and the exact causes could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
Corrected data: product code.

Manufacturer narrative:
Further information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter.